Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported one of patient's lead had high impedances and the other had migrated after a significant fall. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issues. Therapy was restored post-operatively.